Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing broke near the connection to the transfer set during a dwell cycle of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. The technical service representative assisted in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.